Event description:
Approx every third clip failed. Instead of meeting together clips crossed over. Device usage problem: device malfunction - that is, the device did not to what it was supposed to do.